Manufacturer narrative:
(B)(4). Information asked for but unknown or not provided during initial contact. Information not available, device not returned for analysis should the information be provided later, a supplemental medwatch will be sent.

Event description:
It was reported that during a lapg, the blade was broken off outside the patient in the middle of the operation. No broken pieces fell into the patient. The device was used in the stomach. Gen04 was used. Another device was used to complete the case. There were no adverse consequences to the patient. No device will be returning.